Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition since resistance was met when advancing the device from axillary insertion site causing the white cable to kink. F6/f8-should have been left blank.

Event description:
The user facility reported a patient undergoing coronary artery bypass was to be implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 failed to deliver due to patient anatomy. The physician implanted an impella cp with no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella 5.5 with smartassist for use during impella section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The root cause of the delivery issue was most likely due to patient condition since resistance was met when advancing the device from axillary insertion site causing the white cable to kink. The following fields were updated manufacturer device report on 1220648-2024-11270 based on medwatch (mw) 5169721 that was received. B1 revised to reflect both adverse event and product problem b2 revised to reflect death and date of death. B5 revised with additional information. E4 revised to yes. H1 revised to reflect death. H6 health effect - clinical code and health effect - impact code revised to reflect patient outcome. H9 revised to reflect mw report number. Medwatch report. The companion case manufacturer device report number 1220648-2024-24138 has been updated. G1 reporting contact email revised on manufacturer device report 1220648-2024-11270 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 220648-2024-11270.

Event description:
The user facility reported a patient undergoing coronary artery bypass was to be implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 failed to deliver due to patient anatomy. Following the failed impella 5.5 placement the patient was implanted with impella cp and experienced complications and expired after 2 days of support. It is unknown if the use of the impella 5.5 was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome. The complications with the impella cp are documented in manufacturer device report number 1220648-2024-24138.